Manufacturer narrative:
Patient height: 180 cm. Patient weight: (B)(6) kg. Age: (B)(6) years. Investigation: results: visual inspection: no significant deformations or damage of the valve were detected. Permeability test: the valve was shown to be permeable. Computer controlled simulated flow test: the measured opening pressure was within the accepted tolerance in both positions. Dismantling of the valve: there were no visible deposits observed inside the valve. Based on our investigation, we are unable to substantiate the claim of a malfunction. At the time of our investigation, the valve was operating within the specified tolerances. No further regulatory actions are required. Additional we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that the was a problem with a gav 2.0 (fx211t). The valve have a malfunction and the surgeon reported that the csf ran proximally out of the valve, not from the ligature.